Event description:
On 6/18/97, at approx 4:25 pm, the pt was seated in her luminex chair located in the activity area of her ward, with the table-top installed. Just prior to the occurrence of the incident, the pt was observed shaking the table-top and at the same time attempting to stand up and remove herself from the chair. At some point, the pt's activity caused the screws which hold the right table-top mounting bracket in place, as well as the table top mounting brackeet in place, as well as the table-top, to break free from the chair. This allowed the pt who has a history of an unsteady gait, to stand up from the chair and then fall to the floor, striking her left hip which resulted in a fractured hip.